Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 6/24/2020. The patient medical history/preexisting condition was updated to include 'severe meandering in the lesion.' The initial reporter (section e) was updated with the correct facility name and address. The first name, last name, title and phone number of the initial reporter were provided. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). [Conclusion]: the healthcare professional reported that the (B)(6)-year-old female patient with severe arteriosclerosis experienced a cerebral infarction following a percutaneous coronary intervention (pci) procedure. The occlusion was at the inferior trunk of the right middle cerebral artery (m2 segment). The patient underwent a mechanical thrombectomy procedure using the 5mm x 33mm embotrap ii revascularization device (et009533 / 19d099av) and concomitant products that included the 9f optimo¿ balloon guide catheter (tokai medical products), 4max reperfusion catheter (penumbra), and the rebar¿ 18 microcatheter (medtronic). The patient experienced a symptomatic intracranial hemorrhage during the first pass made with the embotrap ii device. The procedure was completed as it is, and the patient remains hospitalized. It was reported that the patient suffered from loss of muscle function and paralysis. The patient¿s modified rankin score (mrs) increased from 4 to 5 as a result of the event. Per the reporting physician, the hemorrhage was serious and must be related to the complaint device. He commented that ¿the stent might have scratched blood vessel, but the patient originally had arteriosclerosis and severe vascular meandering at the lesion as well.¿ based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (19d099av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Cerebral hemorrhage is a well-known potential complication associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. The root cause of the event could not be determined based on the available information and without procedural films to review; however, clinical and procedural factors including vessel characteristics, tortuosity, device selection, and operator technique are all factors that may have contributed rather than the design or manufacture of the device. It is not clear if there was vessel trauma preceding the hemorrhage and it is unknown if the patient received tissue plasminogen activator (tpa) at the time of stroke presentation. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the (B)(6)-year-old female patient with severe arteriosclerosis experienced a cerebral infarction following a percutaneous coronary intervention (pci) procedure. The occlusion was at the inferior trunk of the right middle cerebral artery (m2 segment). The patient underwent a mechanical thrombectomy procedure using the 5mm x 33mm embotrap ii revascularization device (et009533 / 19d099av) and concomitant products that included the 9f optimo¿ balloon guide catheter (tokai medical products), 4max reperfusion catheter (penumbra), and the rebar¿ 18 microcatheter (medtronic). The patient experienced a symptomatic intracranial hemorrhage during the first pass made with the embotrap ii device. The procedure was completed as it is, and the patient remains hospitalized. It was reported that the patient suffered from loss of muscle function and paralysis. The patient¿s modified rankin score (mrs) increased from 4 to 5 as a result of the event. Per the reporting physician, the hemorrhage was serious and must be related to the complaint device. He commented that ¿the stent might have scratched blood vessel, but the patient originally had arteriosclerosis and severe vascular meandering at the lesion as well.¿